Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of returned device for analysis a conclusive cause for the reported difficult to insert could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using three proglide devices with a 8f sheath after an atrial fibrillation ablation interventional procedure. Reportedly, the three proglide devices were not able to be inserted into the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.